Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. The reported issue was not observed. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) she was unable to check her blood glucose due to the adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported she was "not feeling well" and stated her daughter gave her orange juice "to make her blood sugar level up". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. The reported issue was not observed. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. (Date received by mfg) was incorrectly documented in initial. The correct date received by mfg date is january 31,2018.

Event description:
Customer reported that on (B)(6) she was unable to check her blood glucose due to the adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported she was "not feeling well" and stated her daughter gave her orange juice "to make her blood sugar level up". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. The reported issue was not observed. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. (Date received by mfg) was incorrectly documented in follow-up report #1. The correct date is december 11,2018.

Event description:
Customer reported that on (B)(6) she was unable to check her blood glucose due to the adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported she was "not feeling well" and stated her daughter gave her orange juice "to make her blood sugar level up". No further treatment was reported. There was no report of death or permanent impairment associated with this event.